Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical analysis. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Although this complaint mode, guide sleeve breaking into the condyle, is rare, it has historically been attributed to the fact that the surgeon did not use the proper technique and or the proper removal tool to extract the guide sleeve from the bone; however, our affiliate assures us that this was not the case in this procedure, the surgeon did follow proper protocol. We cannot account for the fact that the issue was not noticed at the time of surgery by either staff or surgeon. We cannot discern any root or underlying cause for the guide sleeve breakage. Going back 3 years we find that this failure mode, sleeve breakage into the bone, is very insignificant, the complaint rate is 0.0004%. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that the patient underwent a successful but eventful arthroscopic acl repair on (B)(6) 2010; and a re-surgery for remedy on (B)(6) 2011. At the original surgery, the surgeon used rigdfix for fixation; during the sleeve removal portion of the procedure, it appears that a portion of the distal end of a sleeve broke off into the patient's condyle. This was not noticed at the time, however, subsequently, the patient presented with continuing pain; x-rays were ordered at which point the broken fragment was noted. A re-surgery for remedy was performed on (B)(6) 2011 to remove the fragment. Nothing is being returned, possibly discarded at user facility. This is all of the information that has been to date supplied to mitek.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.